Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's husband reported via phone call that the customer was hospitalized due to high blood glucose of 575 mg/dl. Customer's husband reported the insulin pump stopped delivering insulin, froze up. Customer was wearing the insulin pump at time of hospitalization. During troubleshooting, found low reservoir on the main menu. Customer's husband was not able to complete troubleshooting. Customer will not be returning the device for analysis.